Event description:
It was reported that the patient inflatable penile prosthesis (ipp) malfunctioned due to left cylinder aneurysm. Upon the removed of the entire ipp system, the doctor noted a tear in the tubing above the pump. A new ipp was implanted. The patient is recovering from the surgery with no further complications. The product was explanted and expected to be returned. A supplemental report will be filed after the product has been returned and product analysis has been completed.